Event description:
As reported via mhra form: "previous bayley walker shoulder replacement in 2017. Good outcome but now pain. Investigations including CT spect scans suggest p.e. Wear. Device to be used: bayley walker shoulder replacement; small humeral stem and polyethylene." Clinical review update 12 apr 2023: " the CT image provided showed osteolysis and bone resorption along the bone; and radiolucent line along the humeral stem between the cement mantel and the bone."

Manufacturer narrative:
Reported event: an event regarding wear involving a unknown, proximal humerus (bayley walker) replacement, liner was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for bayley-walker shoulder replacement which was inserted on (B)(6) 2017. The surgeon reported that the patient had pain and a possible polyethylene wear. The CT image provided showed osteolysis and bone resorption along the bone; and radiolucent line along the humeral stem between the cement mantel and the bone. Considering the implant in situ was over 6 years, normal wear and tear of the polyethylene component is expected. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional pre and post-surgery x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: humeral stem - bayley/walker shoulder; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported via mhra form: "previous bayley walker shoulder replacement in 2017. Good outcome but now pain. Investigations including CT spect scans suggest p.e. Wear. Device to be used: bayley walker shoulder replacement; small humeral stem and polyethylene."